Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
01/26/2018 06:45:15 (B)(6). Npi- not working, giving error and failed inspection 01/31/2018 05:32:29 (B)(6). Tamper seal broken. 01/31/2018 06:51:39 (B)(6). Replaced handle, front case, rear case, tube driver, split nuts, iuis. Software updated to 9.15.1.2 per account and to fix compatibility issue. Split nut recall completed. Device calibrated and pmed. 01/31/2018 09:43:43 (B)(6). (B)(4).